Manufacturer narrative:
Investigation determined the instrument was used for a long time without performing a sample data clear. The sample database of the instrument filled with samples that were in the status of "not documented" due to the printer setting selected. Product labeling recommends clearing sample data daily after uploading data to the host or after performing an export of data in order to maintain system performance. The customer may also set the samples to a "documented" status. The manufacturer confirmed this issue was present in all software versions. The manufacturer is aware of a total of 4 events connected to this issue.

Manufacturer narrative:
In very rare cases a software malfunction in the sample and control data file can occur which may lead to a potential data mismatch. This software malfunction only occurs when the "sample data clear" function is not performed daily as indicated in the operator¿s manual, and when the sample and control data file is filled with > 2000 records. The issue described above can lead to result mismatch (wrong test order and wrong result reporting). All tests that are run on the affected analyzers are potentially affected. The manufacturer has confirmed this malfunction of the system. Hitachi will resolve this issue with a new software version. This new software will prevent samples from being ordered and run on the cobas e 411 analyzer when the sample&control data file is full. A workaround has been provided to customers until the updated software version is available.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained an implausibly high result for the elecsys tsh assay (tsh) on the cobas e 411 immunoassay analyzer (e411). On (B)(6) 2017 at 11:28 am, there were two initial results of 1606 uiu/ml. Duplicate results at the same time point are not possible. A tsh result this high is not possible without a dilution of the sample; a sample dilution was not performed. These results were not released outside of the laboratory. In addition, the date and reagent lot numbers shown by the analyzer along with the patient data were incorrect. At 11:56 am, a "maximum sample data" alarm was received. After the alarm, the system was rebooted and the data review screen was cleared. The sample was repeated. At 1:28 pm, the sample was repeated with a result of 2.25 uiu/ml. There was no allegation of an adverse event with the patient. The tsh lot number is 185522. The expiration date was not provided. The customer indicated that there was a gripper issue with the instrument. Investigation activities are ongoing.